Event description:
It was reported that during a gastric band procedure, the device was placed and attempted to insufflate, it was slow. There was an air leak from the cap seal assembly or the duckbill seal. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.